Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International pt reported developing bilateral hernia with spermatic cord involvement. Pt was prescribed steroids for pain prior to surgery. Pt underwent hernia repair with mesh implant in 2006 and continues to experience pain, which has increased, with a report of spermatic cord involvement. Pt continues with prescription for steroids.